Manufacturer narrative:
The MDR# is incorrect. It should have started with 3003916417 for (B)(4) instead of the (B)(4) number initially submitted in error.

Event description:
It was reported with the use of the bd precisionglide needle there was an issue with needle with foreign matter.

Manufacturer narrative:
Investigation summary: the batch history (DHR) analysis, maintenance records and quality notifications were performed and no occurrence of both were found for this batch. Customer sent sample for evaluation, so it was possible to carry out an investigation, confirm the complaint for the defect and determine the probable root cause. We inform that in the manufacturing process there are measures to avoid this failure mode, in the packaging process and according to the control plan, there are visual inspection activity of needle each 02 hours in sample size of 40 pieces. In the same way and during the assembly process, the visual inspection activity of needle every 02 hours in sample size of 50 pieces. Each machine related has one vision system for inspecting the all needles during process. In addition we emphasize that quality inspectors collect samples of the process for evaluation of product quality, and if any product in non-conformance is found a quality notification is issued, the batch is locked for final analysis and decision. The foreign matter failure, according sample, occurred due to excess of application epoxy resin by the nozzle applicator. This nozzle had failure and it was adjusted during the batch assembly.

Event description:
It was reported with the use of the bd¿ precisionglide¿ needle there was an issue with needle with foreign matter.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ precisionglide¿ needle there was an issue with needle with foreign matter.